Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services visually inspected the returned gvl 3. They were unable to confirm no image. The gvl 3 was plugged into a test monitor, powered on and found to have foggy images. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, no image was displayed when the blade was plugged in. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.